Event description:
The patient was receiving chemical paralytic, along with continuous pain medication and sedation. Acute increase in bp alerted rn to investigate reason, and it was discovered that the tubing that had the sedation (propofol) and pain medicine (fentanyl) infusing through it was cracked at the y-site. This "defect" in the tubing has been identified intermittently as an issue since we switched to this product.